Event description:
It was reported that, this right atrial (ra) lead was difficult to insert into the cardiac resynchronization therapy defibrillator (crt-d) header. Furthermore, this ra lead was successfully inserted and remains in service. The technical services (ts) discussed options. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).